Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure using a farawave catheter, it was not possible to irrigate the catheter in the neutral position. However, the catheter could be flushed in the basket and in flower configurations with no issue. Additionally, a fluid leak was noted. No air was seen. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis. It was further reported that a fluid leak was not actually noted contrary to what was previously reported.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure using a farawave catheter, it was not possible to irrigate the catheter in the neutral position. However, the catheter could be flushed in the basket and in flower configurations with no issue. Additionally, a fluid leak was noted. No air was seen. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.